Event description:
Doctor brought to my attention that over the past several months, patients with persistent air leaks in the teleflex chest tube drainage system have spontaneously resolved after changing the drainage system. Dr. Believes this could be due to manufacturing defect as it has been occurring throughout the hospital on different floors.